Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 5.5 yrs ago. Aneurysm and vessel morphology at the time of implant were not reported. The pt returned for a routine f/u, and a distal type I endoleak of the left side was noted. Currently, the left common iliac artery was described as short and narrowed by severe calcification; consequently, there was not much room to provide good sealing for the limb. The physician elected to intervene by coiling the left internal iliac and then implanted a talent 16x12x75 limb, which successfully resolved the endoleak. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B) (4). Results: endoleak. Short and severely calcified left iliac artery. Conclusions: short and severely calcified left iliac artery.